Event description:
It was reported that a lead showed high impedance. It was also reported that there was a loss of atrial pacing. An xray confirmed the lead was fractured. The lead was partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).